Event description:
It was reported that a new ilet user experienced an infusion set expired alert after an inset infusion set had been in place since monday and received guided assistance to change supplies; the user also reported recurrent low glucose values down to 61 mg/dl while the pump was adapting insulin needs, and education on treating lows and meal announcements was provided. Symptoms included hypoglycemia without reported associated signs. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included phone-based troubleshooting and user education regarding infusion set change, hypoglycemia treatment, and meal announcement practices. Investigation of this case revealed no confirmed device malfunction, with contributing factors possibly related to early therapy adaptation and infusion set wear-time, and the event resolved with supply change and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.